Manufacturer narrative:
Investigation found a kink in the exposed portion of the soft cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Although the cannula was damaged, the timing and cause of the damage is unknown. The rear shape memory alloy wire resistance was found to be high and out of spec. There is nothing in the data to indicate the high measurement affected device functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 23.6 mmol/l (424.8 mg/dl) while wearing the pod on the arm for between 4 and 24 hours. As treatment, a bolus was administered with an insulin pen and a new pod was applied.